Event description:
The patient called for assistance in setting a temporary basal rate per his doctor's instructions. The patient then stated that he was in the hospital due to high blood glucose levels, and he needed to get his blood glucose down to a normal range in order to be discharged. Assisted the patient with the basal rate setting. The patient did not have time to troubleshoot the unit at the time of the call. The patient later called to report that he was released, but he felt that his settings were incorrect, and asked for assistance. However, advised the patient that his settings should be given to him by his hcp, and we can only help him program them. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.